Event description:
It was reported when using the bd ultra fine¿ pen needle, the device experienced the inability to deliver medication via clog. The following information was provided by the initial reporter. The customer stated: out of my last box, several did not work, like they were clogged.

Manufacturer narrative:
H.6. Investigation: customer returned (2) 32gx4mm bd pen needles (1 from lot# 7236641 and 1 from lot# 9268886). The customer reported that the pen needles were clogged. The returned samples were examined, and it was observed that both pen needles exhibited a bent non-patient end (npe) cannula. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think that the pen needles were clogged. Since both samples were returned after use, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause for this issue is user related. The npe cannulas were bent after the user handled the pen needles. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot # 7236641. Medical device expiration date: 0000/00/00. Device manufacture date: 2017-09-23. Medical device lot #: 9268886. Medical device expiration date: 2024-09-30. Device manufacture date: 2019-11-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd ultra fine¿ pen needle, the device experienced the inability to deliver medication via clog. The following information was provided by the initial reporter. The customer stated: out of my last box, several did not work, like they were clogged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot # 7236641. Medical device expiration date: 0000/00/00. Device manufacture date: 2017-09-23. Medical device lot #: 9268886. Medical device expiration date: 2024-09-30. Device manufacture date: 2019-11-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd ultra fine¿ pen needle, the device experienced the inability to deliver medication via clog. The following information was provided by the initial reporter. The customer stated: out of my last box, several did not work, like they were clogged.